Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had great coverage and hadn't seen the manufacturer representative (rep) for five years. The patient used it all the time. The patient did have more frequent recharging intervals and because of that they opted to replace the implantable neurostimulator (ins) at seven years. At the replacement case, the healthcare provider (hcp) undid the screw sets and took out both 1x8 leads without incidence. Upon trying to place the lead tails in the new ins they experienced difficulty advancing the lead tail. Even after loosening the set screw more on the ins. There were items discussed and issues with regards to impedances. One lead they finally got in after using mineral water to help with lubrication. The other lead they couldn't get in. They tested both lead tails with the multi-lead trialing cable (mltc). The 0-7 was fine but the 8-15 showed the #14 electrode was out of range. Upon examination, they went to #14 and looked at it, got it so it advanced, with a lot of effort. However, upon full insertion into the header block, it was showing out of range on all electrodes at that time for 8-15. The rep suspected it still wasn't lined up in the ins. The patient had a one lead system at the time of the report. They had perfectly good impedances on both leads pre-operatively to go into the generator change. The rep wondered if when pulling the lead tails out the ins if perhaps they got caught on the set screw. When the hcp was asked, they stated pulling the lead tails out was uneventful. They had heard that as the leads were in the body/ins for longer period of time they could swell and cause them to be tight. The rep indicated from a patient standpoint, the patient not adversely affected with the therapy at the moment because they were able to get coverage with the one lead. But, of course the other lead that was fine pre-operatively was no longer functioning. The lead tail appeared a little out of alignment or bent with the #14 electrode. That lead was compromised with repeat attempts to insert and they were unavailable for programming. The rep and hcp were hoping for any additional information they have on the incidence of lead damage (swelling of lead tail, electrode alignment, difficulty advancing lead) that occurs with ins replacement cases. The patient was doing well and reported excellent stimulation coverage and benefit.